Manufacturer narrative:
Full event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), there was strong resistance when passing the iab through the hemostatic valve of another manufacturer's sheath. The iab membrane became unraveled and the iab could not be inserted. The iab was replaced. There was no patient harm or adverse event reported.